Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was placed on a clear and flat surface. There was no obstacle to open the pouch. The device was not used and another angio-seal device from a different lot was used to achieve hemostasis. Hemostasis was successfully achieved by the second device. It was reported that there was no injury to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. The IFU states: even stresses the need to properly open the polyfoil pouch by stating, "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." However without the device returned to confirm this no definitive conclusion can be drawn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.